Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds resulting from a lead dislodgement. It was noted that during the revision procedure, the physician was unable to retract the helix. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.